Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapies and exhausted therapy. Boston scientific technical services (ts) discussed event and advised considering defibrillation threshold (dft) test and increasing rate zones. Additional information indicated that shock was delivered due to supraventricular tachycardia (svt) episode. Device was reprogrammed. The ICD remains in service. No adverse patient effects were reported.